Event description:
It was reported to philips that the system froze and was unable to reboot. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system froze. Upon troubleshooting, the fse found occasional boot up issues in the bios and stated at least one of the nics (network interface cards) might be defective. The cause of the host pc failure was not conclusively determined by the supplier's part analysis, however replacing the host pc, hard disk and reloading software by the fse has resolved the issue. The fse performed functional tests, and the system was returned to use in good working condition. The codes were updated based on the investigation outcome.